Event description:
On (B)(4) 2012 a member of our professional affairs staff, received an e-mail blast message from bausch & lomb via "bauschlomb@visioncareprofessionalemail.com. The e-mail contained an attachment which was a supplement to the (B)(4) 2011 edition of contact lens spectrum entitled: "infiltrative keratitis in daily lens wearers: do you see what I see?" The article provides detailed information regarding five adverse events related to the following case criteria which included: "...daily wear lens wearers with a common presentation, at least one sign or symptom and multiple infiltrates of a non-infectious etiology who presented within the last 2 years." Of the cases presented, one patient wearing acuvue oasys contact lenses, was found to have trace anterior chamber reaction on slit lamp exam. Summary of information: a (B)(6) female daily lens wearer presented with hyperemia, pain, photophobia and reduced visual acuity os. Slit lamp examination showed more than 10 focal and diffuse infiltrates of variable size around the clock, edema and trace anterior chamber reaction. She wore senofilcon a lenses and indicated she used "the green bottle" of care solution, although the exact solution was not confirmed. Treatment included discontinuation of lens wear and zylet q2h for 3 days in the affected eye. At follow-up 3 days later, symptoms had resolved but acuity was still reduced. Treatment with zylet qid was advised for 2 weeks, followed by lotemax qid for 2 more weeks. Following complete resolution, lasik was performed for vision correction. To date, there has been no recurrence. Additional information provided: injection os graded as +2; diagnosis: infiltrative keratitis secondary to contact lens wear. Modality and typical wearing time/day (hours/day): daily wear; 12-14 hours/day; lens age: 1 month. The acuvue oasys brand contact lenses with hydraclear plus package insert recommends that for frequent replacement wear, the lenses be discarded and replaced with a new lens every 2 weeks. However the eye care professional is encouraged to determine an appropriate lens replacement schedule based upon the response of the patient. The practitioner associated with this case is not known. No product or lot number information available. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No evaluation will be performed. No conclusion can be drawn.